Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a baxter employed health professional from (B)(4) of peritonitis in a patient coincident with dianeal therapies for peritoneal dialysis (pd). Dianeal therapies were ongoing. During a call with baxter (B)(4) technical services, the following was reported. On (B)(6) 2012, the patient experienced peritonitis and was hospitalized. The cause of peritonitis was unknown. On an unreported date, the patient was treated with vancomycin injection 1gram, stat, orzid injection 1 gram, once daily (od), and amikacin injection 500 milligram (mg), od, ip for peritonitis. On (B)(6) 2012, the patient was discharged from the hospital. The outcome of this peritonitis event is unknown.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed.